Event description:
It was reported that a er320 was used during a laparoscopic choleystectomy procedure. It was reported by the affiliate that during firing of the instrument, the clips fell out without any reason.